Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The tbm received an e-mail from the provider stating the client reported the unit was melting and there was smoke by the casters.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of the (B)(4) "melting near the casters" was confirmed. Discoloration and deformation damage consistent with burning was found on the right side of the concentrator shroud and front right caster. However, the operational state of the concentrator's capacitor and lack of internal damage spread suggested the ignition source was likely external to the concentrator. The source of the external ignition could not be determined. Complaint was confirmed. The underlying cause is external ignition source. Root cause could not be determined after reviewing the documentation in this investigation. No malfunction.

Event description:
The tbm received an e-mail from the provider stating the client reported the unit was melting and there was smoke by the casters.